Event description:
Procedure type: unknown. According to the reporter: following the insertion of a 12mm versaport, it was noted that there was a piece missing from the end of the port. Port immediately removed from patient and a new one inserted. The patient's abdomen was examined with the laparoscope, but the missing piece was not found. We cannot confirm that the port was intact before the operation commenced. No patient injury was reported. No additional information available at this time.

Manufacturer narrative:
(B)(4).